Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent implantation procedure performed on an unknown date. During preparation, it was observed that the angled tip was broken. The tip fell when being touched very gently. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.